Manufacturer narrative:
The pump exchanges was captured under MFR report number 0002916596-2014-00244 ((B)(6) 2014) and MFR report number 2916596-2016-01198 ((B)(6) 2016). (B)(4). Approximate age of device ¿ 1 year and 3 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s left ventricular assist device had thrombosis. The patient was not eligible for pump exchange. The care was withdrawn and the patient expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Thrombosis is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.